Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect anatomy - reportedly, a high stick in the inguinal ligament occurred. Per the instructions for use, do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. The investigation determined the reported device operates differently, surgical procedure and delay in treatment appear to be related to circumstances of the procedure; however a conclusive cause for the reported hemorrhage, hypotension and death, and the relationship to the device, if any, could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was successfully completed in a common femoral artery with three proglide devices using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the puncture was a "high stick" (above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks) because the patient had developed a hematoma from a previous heart cauterization procedure. The arteriotomy was 6f. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was thought to have been achieved with the pre-placed proglide sutures. There were no reported clinically significant delay in the procedure. Reportedly, while still on the operating table, the patient's pressure began to drop. An exploratory laparotomy was performed; however, could not find the source of the bleeding. Access was gained to a common femoral artery and it was noticed that the three proglide sutures had not closed the artery but had captured the subcutaneous tissue. A cut-down procedure was performed and the artery was surgically closed. After the artery was closed the patient's pressure continued to drop and approximately eight hours post-procedure the patient expired. Reportedly, the patient had developed a retroperitoneal bleed (rpb). The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.